Manufacturer narrative:
Patient movement likely contributed to full thickness arcuate incision. System functioned as designed no further clinical follow-up required.

Event description:
On 04/16/2025, while cas was onsite for surgery support, doctor (B)(6) reported that on (B)(6) 2025, one of the arcuate incisions was a full thickness incision for procedure ID # (B)(6). Site is seeking review of the procedure.

Event description:
On (B)(6) 2025, while cas was onsite for surgery support, doctor ((B)(6)) reported that on (B)(6) 2025, one of the arcuate incisions was a full thickness incision for procedure ID #512. Site is seeking review of the procedure.

Manufacturer narrative:
Patient movement likely contributed to full thickness arcuate incision and requiring a suture. System functioned as designed. Additional clinical follow-up was communicated of the patient recovering well post-op.